Manufacturer narrative:
Olympus technical assistance center (tac) spoke with the customer who reported that high-definition lcd monitor was dead, not working and they requested a dispatch for repair of the monitor. Tac advised the customer that the device was no longer repairable. Tac informed the customer that they will be sent the discontinuation letter. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the high-definition lcd monitor stopped working and had not turn on. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. Olympus will continue to monitor field performance for this device.